Event description:
It was reported that during a rectosigmoidectomy procedure, the device lost the teflon piece during the procedure. There was no injury to the pt.

Manufacturer narrative:
Date sent: 8/11/08. Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. The batch record was reviewed and no anomalies were noted during the mfg process.